Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.